Event description:
According to the reporter, during normal use, the unit had a broken flange hinge. There was no patient injury reported.the tube was removed and replaced.

Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation. Service center technician reported that the sample was not received for evaluation, but a picture was provided and it was observed that the flange was detached from the cannula which would have been detected immediately in the manufacturing process since that defect is extremely obvious; additionally the pivot pin test results were reviewed and the readings were within specification. Therefore, the failure mode was confirmed as related to the user. The failure relates to the reported complaint event. Complaint trends will be reviewed and monitored. No new formal investigation is required, the event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.